Event description:
User experienced a water leak coming from underneath the analyzer, onto the floor. No patients were affected by the leak, and operator was not harmed. The field service representative determined the cause to be a gauge for the gear pump was leaking, and replaced gauges for the water pressure system. Performance tests were performed.